Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had broken out skin on her back caused by the lifevest. The patient consulted her physician who prescribed a medication. Follow-up indicated that the patient's rash was still present and that the patient was taking the medicine as prescribed. The current medical condition of the irritation is unknown.